Manufacturer narrative:
The unit functioned properly during the functional check including rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, unexpected restart test. There was no unexpected restart, external ram crc error alarm, or unexpected pump restart during testing. All operating current measurements were normal. The unit was received with a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer called to report an unexpected restart alarm after a battery change. Customer also reported receiving an external ram crc error alarm. The customer's blood glucose reading was 548 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.